Event description:
It was reported that during an arthroscopic procedure, while cutting cartilage, a piece of the device broke off into the knee. The broken piece was allegedly removed with forceps and another device was used to successfully complete the procedure.

Manufacturer narrative:
Additional information will be provided, once investigation is complete.